Event description:
It was reported that during interrogation, the patient was seen with "current not delivered - programmed current is possibly not being delivered at the specified level." The physician decreased the current and lengthened the duration, but it did not fix the error. The physician also increased the current and duration to a high level and stated the patient did not feel the vns at all. The physician further stated a chest xray and neck xray would be ordered to check the integrity of the wires. X-rays have not been received for review by the manufacturer to date. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 cfr part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.